Event description:
Event description cpi received information that this implantable pulse generator (ipg) was explanted due to high lead impedances, loss of sensing, and loss of output in the atrial channel.